Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number k011028 & k013227. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported implant was unable to place due to a lack of primary stability and was removed. Waiting for healing before placing a new implant

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D1: brand name. D4: catalog number. D4: lot, UDI and expiration date updated to unknown. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H4: device manufacture date unknown. H10: additional narrative. G4: PMA/510(k) number k011245 and k002188.

Event description:
No further event information is available at the time of this report.